Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced nine infusion set cannula bent events. The events occured after 3 or more hours after insertion. The infusion sets had been used for couple of hours.the insertion site was at the thigh and hip with fatty area. The blood glucose level was unknown at the time of event. The patient replaced infusion sets and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1874900 - MDR 3003442380-2024-04757 - device 2 of 9.